Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported detachment of the device was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity and moderate calcification in the mid left anterior descending artery. A 3.00x15 mm vision rx coronary stent system (css) was advanced toward the target lesion, failed to cross due to a combination of patient anatomy and previously implanted stents, and a hypotube separation occurred. The device was removed without resistance and replaced with a same size vision rx that also failed to cross due to a combination of patient anatomy and previously implanted stents. The device was removed. The lesion was ultimately treated using 2 non-abbott stents. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.